Event description:
On (B)(6) 2009, the pt reported that both the up and down buttons of the infusion device work intermittently. She first noticed the issue one week ago while attempting to bolus. The infusion device has not been dropped or exposed to water. At the time of the report both buttons were functioning. No physiological effects were reported. The pt did not require medical assistance from a healthcare professional or second party to address the issue. The infusion device was replaced and requested to be returned for eval.